Manufacturer narrative:
(B)(4). Concomitant medical products: unk knee articular surface, unk knee tibial tray. Reported event was unable to be confirmed due to limited information received from the customer. No product was returned; visual and dimensional evaluations could not be performed. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 00067, 0001822565 - 2021 - 00071.

Event description:
It was reported the patient underwent a tka at an unknown date. Subsequently, patient was revised due to pain on approximately 18 months ago. Patient alleges continued pain after surgery.